Event description:
The patient underwent a right triathlon total knee arthroplasty with tobramycin-impregnated methyl methacrylate with a #4 right femur, #4 primary tibia with a 13 mm cs x3 insert, #32 mm symmetric patella with stryker navigation. The skin was closed with absorbable staples. The patient was readmitted with an infected hematoma of there knee, underwent an excision of non-viable tissue, removal of multiple foreign bodies, evacuation of the hematoma, and a split thickness skin graft. The foreign bodies were discarded.